Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot number is not currently available. Associated medwatch report number: 1221934-2018-54550.

Event description:
It was reported that the device was suddenly stopped during arcr surgery . Then, the surgeon replaced the burr (same p/n and lot number) and found the device worked. However, after a while, 2nd device was also stopped. The surgery was finished without any other problem although it was not reported how the surgery was completed. It was brand new and the first use when the issue occurred. There was no harm to the patient.

Manufacturer narrative:
Investigation summary: the complaint device was received and inspected. It was observed that the inner and outer assemblies were stuck together. This complaint can be confirmed. The assemblies could not be rotated freely per the drawing specification. Per the IFU, proper irrigation should be used when operating this device. If proper irrigation is not used, then excess tissue build up can occur between the inner and outer blades. Also, inadequate irrigation can allow for heat build up between the blades and can cause a weld between the blades. The combination of excess tissue build us and the weld occurring between the blades is a potential cause for the blades becoming jammed. Other than this possibility, we cannot discern a root cause for this failure mode. No lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot number is not currently available associated medwatch report number: 1221934-2018-54550.